Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer displayed an error message when the pump was inquired. There was no patient involvement and the device will be returned for evaluation.

Manufacturer narrative:
Device evaluation: the returned device was subjected to internal and external examinations as well as electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).